Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. The right atrial (ra) lead exhibited high thresholds and low impedance. The lead is scheduled to be repositioned or explanted. No further patient complications have been reported as a result of this event.